Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage with eight infusion sets as the infusion set tubing was leaking at site area under adhesive after being used for 24 hours. Patient's blood glucose level at the time of event was reported to be 480 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.